Manufacturer narrative:
A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported that intima-ii y 24gax0.75in prn ec slm npvc leaked at the luer connection. The following information was provided by the initial reporter: "the patient was given infusion treatment on (B)(6) 2020,at 9:23 pm, and the indwelling needle was punctured successfully. The nurse left the ward after adjusting the drop count. At 0930, the nurse found that the patient¿s quilt was wet and checked the leakage of liquid at the junction of the heparin cap of the indwelling needle. At 0935, the nurse still leaked liquid after replacing the heparin cap. At 09:40, the closed venous indwelling needle was replaced, the patient was punctured again, and the infusion treatment was continued. The second puncture increased the patient's pain; the amount of infusion decreased. "

Manufacturer narrative:
H.6. Investigation summary a device history review was conducted for lot number 9023816. Our records show that this is the only instance of this issue occurring in this production batch. According to the sampling plan applied for product performance, this lot was accepted and released without defects being noted during the final assembly or visual inspections. Unfortunately a sample could not be obtained for evaluation and testing. Without the ability to investigate the affected unit our quality engineers were unable to determine the root cause for this complaint. Bd will continue to monitor this issue. H3 other text : see section h.10.

Event description:
It was reported that intima-ii y 24gax0.75in prn ec slm npvc leaked at the luer connection. The following information was provided by the initial reporter: "the patient was given infusion treatment on (B)(6)2020,at 9:23 pm, and the indwelling needle was punctured successfully. The nurse left the ward after adjusting the drop count. At 0930, the nurse found that the patient¿s quilt was wet and checked the leakage of liquid at the junction of the heparin cap of the indwelling needle. At 0935, the nurse still leaked liquid after replacing the heparin cap.at 09:40, the closed venous indwelling needle was replaced, the patient was punctured again, and the infusion treatment was continued. The second puncture increased the patient's pain; the amount of infusion decreased. "